Event description:
The doctor was holding a vein with his hemostats, and hit the hemostats with the device in coag function. The doctor received a little jolt in the hemostats. The doctor and patient were fine and continued the case.

Manufacturer narrative:
(B)(4). Eval, method, results and conclusion: facility not returning product as issue has been resolved. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.